Event description:
The user facility in japan reported a 82-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After close to a month of support the pump stopped. The stoppage caused no harm or injury. The pump had been used beyond indication. The patient later expired from underlying causes of ami. The device was used for more than the designed number of days, doctors determined that the device was not related to the death.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: the impella cp® system has been approved for = 4 days. However, weaning could be delayed beyond the normal use for temporary support as an unintended consequence of continued instability of the patient¿s hemodynamics. Inability to wean the patient from the device within a reasonable time frame should result in consideration of a more durable form of left ventricular support.

Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The device was returned and visually inspected. Analysis of the pump revealed a large purge gap indicating bearing wear. The root cause of the pump stop was a wearing bear.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-05109 was provided in sections b1, b2, b5, d6a, d6b, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.